Manufacturer narrative:
Investigation summary: initial photo-only investigation - holdrege manufacturing plant: on (B)(6) 2018, holdrege received one (1) photo of a 0.5ml syringe from reported cat# 328868, batch# 7058789. Per email communication received (B)(6) 2018, sample is available and will be collected tomorrow and sent for examination. Upon initial photo evaluation by (B)(6), the photo represents foreign material within the barrel syringe, most likely that of regrind. Regrind is defined as small portions of molded material, in this case, likely polypropylene, that can sometimes find their way inside the barrel. This occurs either during molding, transport to the printing equipment or potentially at the printers themselves. This regrind is an inert material which undergoes sterilization with the device and presents the possibility of in accurate dosing to the end user. The holdrege plant is currently evaluating potential continuous improvement project(s) and/or CAPA activities surrounding foreign material customer complaints. No additional actions currently. At such time that the sample is received, an additional investigation task will be initiated and assigned to the holdrege plant primary investigator. This will be utilized to document any additional findings, if any, noted during the sample evaluation. Device history record review ¿ a review of the device history record was completed for batch# 7058789. All inspections and challenges were performed per the applicable operations qc specifications.

Event description:
It was reported that with use a bd plastipak¿ concentric luer lock syringe was found with "white fm inside barrel." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: on 31-may-2018 holdrege received one (1) loose syringe 0.5ml syringe from reported cat# 328868, batch# 7058789, it was decontaminated per hstr- 17 and hqa-68 prior to being evaluated. Upon evaluation by qe aa, it looked as tho it was it was polypropylene. The syringe was sent to bd (B)(4) for ftir. A DHR review was done and there were five (5) notifications [200688649, 200688003, 200687844, 200688653, 200686184] noted that did not pertain to the complaint. (B)(4) received (1) loose 0.5ml syringe. As per request, ftir analysis was conducted on the particle seen in the barrel. A small portion of the material was removed from the barrel and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polypropylene. Based on the samples received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Regrind is defined as small portions of molded material, in this case, likely polypropylene, that can sometimes find their way inside the barrel. This occurs either during molding, transport to the printing equipment or potentially at the printers themselves. This regrind is an inert material which undergoes sterilization with the device and presents the possibility of in accurate dosing to the end user. The holdrege plant is currently evaluating potential continuous improvement project(s) and/or CAPA activities surrounding foreign material customer complaints. No additional actions currently.